Manufacturer narrative:
The cause for the discordant (B)(6) result is unknown. Siemens reviewed the quality control (qc) values provided. The values do not indicate any divers in either the positive or negative control. Since the issue was not reproducible, it is possible there was a preanalytical issue with the second sample. The instrument is performing within specifications. No further evaluation of the device is required. The IFU states in the limitations section: "a negative test result does not exclude the possibility of exposure to or infection with (B)(6). (B)(6) antibodies may be undetectable in some stages of the infection and in some clinical conditions."

Event description:
A (B)(6) advia centaur xp (B)(6) result was obtained on a patient sample. The patient sample was the second sample from an order of four samples to be tested for (B)(6) for the patient. The fist, third, and fourth samples had results of (B)(6). The second sample was repeated and the result was (B)(6). A corrected report was sent to the physician. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant advia centaur xp hcv result.